Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On 04/06/2024, it was reported that the pediatric patient experienced inaccurate cgm values. The day of the event the cgm was reading 19.2 mmol/l and the blood glucose reading was 12.8 mmol/l. The parent reported that due to the inaccuracy the insulin pump delivered too much insulin, and that when the inaccuracy was noted, the gave the child juice to prevent them from getting low. However, sometime after drinking the juice the child got really ill, had cramps, and was having a seizure while lying on bed. A fingerstick was taken and at that time the cgm reading was low, and the blood glucose reading was 1.3 mmol/l. The parent called the clinic and was advised to give more juice, which she succeeded to do. After this the patient started to feel better and the blood glucose reading stabilized. No hospital needed to be visited and at the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.